Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia and hyperglycemia. The customer blood glucose value was 30 mg/dl, 370 mg/dl at the time of incident the customer was offered troubleshooting for low blood glucose and declined. The customer was treated with manual injection for high blood glucose and food and glucose liquid and carb for low blood glucose. The device will not be returned for analysis.